Manufacturer narrative:
The complaint reported that the 110-4hmt catheter would not zero. The complaint was verified. The root cause was determined to be pistoned fiber found at the polished face of the fiber holder. This complaint was re-evaluated due to an internal audit of the complaint files from 2001 to 2004. A health hazard evaluation was conducted for complaints confirming pistoning fiber as a cause of the reported "drift" in icp pressure or inability to zero catheter prior to use. Camino intracranial pressure monitoring systems made by integra neurosciences consist of sterile, transducer-tipped pressure monitoring catheter and accessory items. The system is used as a diagnostic tool for rapidly determining and continually monitoring intracranial pressure (icp). Integra neurosciences has received various complaints of catheter failure and/or malfunction both pre and post insertion. An analysis of returned catheters showed that some of the units exhibited fiber movement of the optical fibers within the "fiber holder" component at the tip of the catheter. This failure mode may result in failure prior to insertion or inaccurate readings and the potential for inappropriate pt mgmt during use. The directions for use for camino catheters require that the catheter be zeroed prior to insertion. Specifically, "if the camino display does not read zero after a short system self-check delay, use the tool from the catheter kit to turn the zero adjustment on the bottom side of the transducer connector until the camino display reads zero." Quality assurance conducted an analysis of confirmed pistoning fiber complaints versus the sales. The likelihood of occurrence was calculated to be approx 0.025%, which is well within historical complaint levels and far below the expected level of occurrence calculated in november 2000 when this issue was first identified. The likelihood of occurrence of the potentially hazardous event is rare. It is almost impossible to predict the outcome of a pt who has sustained a severe head injury. Pts who appear to have a devastating injury may recover and return to work or school with little functional loss while others who appear less injured continue to present with complications. The outcome often depends on the attention to detail at the bedside by the clinical staff. The failure of technology is always a consideration and the clinician is vigilant to avoid erroneous measurement documentation. Engineering evaluations were conducted to identify, evaluate and incorporate a preventive action to reduce pistoning of the fiber at the fiber holder. The process for stripping the cladding of the signal fiber in the fiber holders was developed and validated on february 10,2003. Hundred percent (100%) implementation of the "stripping" process in mfg was implemented on september 10, 2003 for the icp temperature catheters initiating with lot number wo49808. This lot reported in this complaint was manufactured prior to the implementation of the "stripping" process. Three hundred seventy-two catheters have been tested at post-sterile final lot release with no functional failures. No confirmed complaints have been identified due to "pistoning" fibers from catheters manufactured using the "stripping" process.

Event description:
The sales representative reported the 110-4hmt would not zero. The catheter was sterile and part of the hospital swap out product last year. The product was not in contact with the pt.